Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and that a cartridge alarm 1 occurred during load sequence. A system check was performed by tandem technical support and found the occlusion was found to be within the cartridge. A cartridge change resolved the issue. Customers blood glucose was 280 at the time of event.